Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (unknown meter). The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the meter issue at 12.10 pm on (B)(6) 2018, alleging that she obtained an alleged inaccurately high blood glucose result of ¿212 mg/dl¿ on the subject meter compared to ¿83 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using a combination of medication, including metformin 2000 mg twice per day and insulin 6 units in the morning and 3 units in evening. The patient reported that she made no changes to her normal diabetes regimen in response to the alleged inaccurate high reading. The patient reported that at the same time of the alleged high reading, she developed symptoms of ¿headache and shakes¿, no treatment was required or received in response to the symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Csr noted the control solution that the patient had was passed its expiry date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.